Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed off no power. The insulin pump did not turn on and it turned off even with a new battery. The issue remained after changing the battery. The customer reverted to backup plan. Customer's blood glucose level was not reported. The device was not returned.